Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a proximal type I endoleak was observed. The physician performed an intervention and implanted an endurant cuff resolving the endoleak. The physician stated that the cause of the endoleak was likely due to deformation of the aneurysm over time. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).